Event description:
A nurse reported that following an intraocular lens (iol) procedure, the pt experienced an unexpected outcome. The pt reported blurry vision on the first post-operative day. The lens was removed and replaced with a monofocal iol due to the pt not needing cylinder correction. Additional info has been requested.

Manufacturer narrative:
(B)(4). Eval summary: the product was not returned. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).